Event description:
The facility reports two employees were in the resident's room. The resident was raised and the clip came loose. The resident fell back onto the bed or chair (unknown as to which one). No injuries reported.